Manufacturer narrative:
Clinical investigation: a temporal relationship exists between pd therapy utilizing the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence that a liberty select cycler / liberty cycler set product issue caused or contributed to the event. The cause of the patient¿s peritonitis cannot be determined with the information currently available. However, peritonitis is a well-known potential complication in pd patients which can be a result of multiple potential etiologies but most often due to poor aseptic technique during the pd treatment. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2019 and diagnosed with peritonitis. Upon follow up with the pd registered nurse (pdrn) it was reported that hospital discharge summary was unavailable and therefore the patient¿s culture results, antibiotic prescriptions, and other test and treatment results are unavailable. The patient was discharged on (B)(6) 2019. The patient is recovering and is currently continuing antibiotic therapy as an outpatient with ancef 1 gram intra-peritoneal (ip) daily for 10 days. The pdrn indicated that the cause of the peritonitis is unknown. The pdrn stated there were no alleged fluid leaks nor any issues with a fresenius device, drug, or product that can be associated with the event. The patient was continuing pd therapy with the same liberty select cycler and has not had any further issues. No devices or samples were returned for physical evaluation by the manufacturer.